Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed oversensing caused by right ventricular lead noise and insulation breach. The cause was likely due to procedural damage from a previous generator change out. No intervention was performed. The patient was stable and will continue to be monitored.